Manufacturer narrative:
Evaluation of the returned cat6 confirmed that the distal shaft was stretched and ovalized. If the device is forcefully retracted against resistance, damage such as this may occur. The root cause of resistance could not be determined. Further evaluation of the device revealed kinks and ovalizations throughout the length of the catheter. This damage was incidental to the reported complaint and may have occurred during removal from the procedure or packaging for return for penumbra. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. H3 other text : placeholder.

Manufacturer narrative:
The device has been returned and the investigation results are pending. A follow up MDR will be submitted upon completion of the device investigation.

Event description:
The patient was undergoing a thrombectomy procedure in the anterior tibial artery using an indigo system aspiration catheter 6 (cat6) and a non-penumbra sheath and guidewire. During the procedure, the physician used the cat6 with the sheath and guidewire to access the tibial artery. When removing the cat6 from the tibial artery on the first pass, the physician experienced resistance, and the distal tip of the cat6 stretched. It was reported that no guidewire was used on removal so as to not dislodge any clot. The procedure was completed using a new cat6 and the same sheath. There was no report of an adverse effect to the patient.